Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a patient death had occurred three days after a pulse field ablation procedure with the faradrive steerable sheath. The patient was hospitalized with respiratory issues and possibly a fluid overload or shock. The patient's family decided to withdraw care. An autopsy has not been performed. It was reported the patient (B)(6) 2025 pm or (B)(6) 2025 am.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because insert reason (device was discarded, etc). Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial, MDR in block(s) d.

Event description:
It was reported that a patient death had occurred three days after a pulse field ablation procedure with the farawave ablation catheter. The patient was hospitalized with respiratory issues and possibly a fluid overload or shock. The patient's family decided to withdraw care. An autopsy has not been performed.